Event description:
The customer reported that the intellivue mx850 patient monitor has not been taking vital signs readings of patients and the alarms are not sounding. The device was not in use monitoring a patient at the time of the reported event.

Event description:
The customer reported that "since yesterday, the intellivue mx800 patient monitor has not been taking vital signs readings of patients and the alarms are not sounding". The device was in use monitoring a patient at the time of the reported event. No death or patient/user injury or harm was reported.